Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: 4 years after primary cementless tha the femoral stem is found loose. Only one xray has been supplied, and it is not sufficient to evaluate stem position and fitting. Some eterotopic ossifications are visible on both sides, but their contribution to stem loosening is not known. The cause of this adverse event cannot be determined with the information at hand. Batch review performed on 18 january 2018: lot 113180: (B)(4) items manufactured and released on 22 december 2011. Expiration date: 2016-09-30. No anomalies found related to the issue. To date, (B)(4) stems of the same lot have been already sold with 1 similar reported event. Visual inspection performed by r&d project manager on (B)(6) 2018: the stem was analyzed but no particular signs potentially related to a loosening were found; the coating was almost totally absorbed and some signs on the neck were visible, probably occurred during the revision of the stem. From the received part it is not possible to determine the root cause of the event.

Event description:
Revision surgery was necessary 4 years after primary due to loosening of the stem.